Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcdc glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump display screen is broken and is not functioning. Customer does not recall any significant events leading to the error. Customer's blood glucose was 238 mg/dl at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.